Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd plastipak¿ syringe was found leaking. ¿the syringe plunger seems to be too soft, when they use the syringe in a pump they experience that the medicine in the syringe comes behind the syringe plunger in the unsterile field.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Three samples have been received by the quality team for evaluation, two used samples and one sealed sampled. Upon visual inspection of the used samples received, the leakage between the stopper ribs can be verified. No damage or molding defects can be observed on any of the samples and the stopper is correctly assembled to the plunger. A device history record review found no non-conformances associated with this issue during production of this lot. During assembly process mechanical leak testing is performed on every syringe. If it fails, it is rejected automatically to scrap. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Leak testing was not performed with the two used samples received since the syringes are single use and results for this functional characteristic could not be reliable. Leak testing was performed with the unused sample received and it met specifications. The unused sample was also disassembled and no damage to the plunger rod or any of the components that could have caused leakage was observed.